Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/excruciating pain') and abdominal pain ('abdominal pain / pain') in an adult female patient who had essure (batch no. 838669-left,12484512-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, menometrorrhagia, secondary dysmenorrhea and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine headaches") and nausea ("nausea"). In (B)(6) 2011 the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced dental caries ("dental problems/dental decay"). In (B)(6) 2016, the patient experienced rash ("rash on belly, arms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy (hypersensitivity, nickel allergy, rashes/skin conditions), rash/skin condition, nickel"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), arthralgia ("knee pain") and headache ("headache"). The patient was treated with surgery (ablation of cervix to relieve pain and rbot assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, rash, dental caries, arthralgia and headache had resolved, the vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, migraine and nausea outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dental caries, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pathology test - on (B)(6) 2017: the attached right fallopian tube segment measures 2.1 cm in length x 0.5 cm in diameter. The attached left fallopian tube segment measures 1.4 cm in length x 0.5 cm in diameter. Sectioning each fallopian tube segment reveals coiled strands of silver metallic surgical hardware (essure coil) within the lumens, which extend into the bilateral cornu. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received : reporters information updated. Lot no. Were added. Event: rash on belly, arms, dental problems,dyspareunia (painful sexual intercourse),fatigue,hair loss,migraines / headache, nausea, headache, knee pain , abdominal pain were added. Event outcome were updated.medical history , lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/excruciating pain') and abdominal pain ('abdominal pain / pain') in an adult female patient who had essure (batch no. 838669-invalid 12484512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, menometrorrhagia, secondary dysmenorrhea and ovarian cyst. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine headaches") and nausea ("nausea"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6)2014, the patient experienced dental caries ("dental problems/dental decay"). In (B)(6)2016, the patient experienced rash ("rash on belly, arms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy (hypersensitivity, nickel allergy, rashes/skin conditions), rash/skin condition, nickel"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), arthralgia ("knee pain") and headache ("headache"). The patient was treated with surgery (ablation of cervix to relieve pain and rbot assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, rash, dental caries, arthralgia and headache had resolved, the vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, migraine and nausea outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dental caries, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Imaging procedure - on (B)(6)-2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pathology test - on (B)(6)2017: the attached right fallopian tube segment measures 2.1 cm in length x 0.5 cm in diameter. The attached left fallopian tube segment measures 1.4 cm in length x 0.5 cm in diameter. Sectioning each fallopian tube segment reveals coiled strands of silver metallic surgical hardware (essure coil) within the lumens, which extend into the bilateral cornu. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia lot number 838669 is invalid. Lot number: 12484512 manufacture date: 2011-04 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted- (B)(6) 2011-bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy (hypersensitivity, nickel allergy, rashes/skin conditions), rash/skin condition, nickel"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysteroscopy (full), salpingogram. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and allergy to metals had resolved and the vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered allergy to metals, bladder disorder, cystitis, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received- event injury updated to pain. New events allergy (hypersensitivity, nickel allergy, rashes/skin conditions), rash/skin condition, nickel, bladder problems, urinary problems, vaginal infection, bladder infections, urinary tract infection, vaginal discharge, pain were added. New reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.